Manufacturer narrative:
There was no investigation possible at this time. The product was discarded in 2018 and there was no imaging analysis possible. The root cause of the stroke can not be tied to the use of impella. There was no evidence to suggest the stroke was caused by the use of the impella pump and the thrombus was noted to be within the left atrium prior to the use of the impella. The failure mode will be trended and monitored.

Event description:
A social media post was made via (B)(6) in which an acute myocardial infarction patient was supported by an impella cp for hemodynamic support. The pump was placed in the left ventricle (lv) and was supporting the patient when suction alarms were noted on day 6 of support. Upon review by echo thrombus was seen within the lv. The patient suffered signs of a stroke. The CT showed m1 distribution stroke. The patient had his impella explanted, and intra-aortic balloon pump was placed, and a sentinel cerebral protection device. The twitter post cited the case publication in jacc. The jacc piece did note that publications on lv clot are not many and that the use of cerebral protection devices may be considered. When reviewing the abiomed database, the case support was discovered, but no allegation of impella use causing or contributing the stroke was noted by the abiomed field team member.